Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The printed circuit board (pcb) controller was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 7, 2012. Based on qa assessment, the product met specifications at the time of release. The pcb controller was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. On november 5, 2015 the sample was placed in a calibrated system and booted up. No system messages (sms) were generated upon boot up. The system was primed and tuned with a combined cassette, vitreous probe, and phacoemulsification handpiece and no issues were seen. The sample was then put through the 12-hour burn-in procedure per. There were no abnormal occurrences of a system shut down. No problem was found with the sample. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the system shut itself down and restarted during a surgical procedure. Additional information has been requested.